Manufacturer narrative:
(B)(6). A device history record review could not be performed as the lot number provided does not match to the product code reported on the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the pin will not come out easily and the stapler is jamming. There was no patient injury.